Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Review of the manufacturing records indicates that the device met all the specifications for release. The controller passed visual and functional testing that were related to the reported event. The crack on the controller port was deemed to have no impact on device performance. Based on review of all the available information, there is no evidence to suggest a device malfunction as the cause that led to the reported event. This is one of three reports (3007042319-2013-00176, 499 and 00500) submitted for devices related to the same event. No additional information will be forthcoming.

Event description:
Seventeen months after hvad implant, the patient reported power source change in the controller earlier than expected; this occurred with all batteries. Pump stops were also reported. The vad technician was able to confirm the pump stops via preliminary logs files review. Also, the vad technician identified a small crack on the battery port 1 of the controller. Manipulation did not induce the power source to change. After replacing the controller the problem was resolved. There were no injures associated with this event.